Manufacturer narrative:
Model number/catalog number: 72404156. Serial number: n/a. Batch/lot number: 1100819441. Model/catalog description: reservoir. D4 unique identifier (UDI): (B)(4). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. The reported patient symptom(s) are known risk associated with this device type and indicated as such in the instructions for use.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) presented with inability to inflate the device, pain localized in the scrotum, and difficulty identifying the deflate button. The patient also noted an indentation on the pump bulb and described sharp, needle like pain isolated to the left side of the scrotum. There is no additional information reported.